Manufacturer narrative:
(B)(4). Unknown as information was not provided. The investigation is in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During a filter placement, the filter only deployed half way. Reporter stated injury due to deployment failure was a laceration. The user had to perform a cut down to complete the procedure. Cut down was required to complete the procedure. Patient is in stable condition. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.